Manufacturer narrative:
(B)(4). The investigation of the complaint has been completed. The replaced control printed circuit(pc) board was not returned for investigation despite several requests being sent. Our field service engineer confirmed the reported issue from the device logs. The fse replaced the control pc board according to the recommendation in the service manual, then upgraded the system software, and finally performed successful functional tests before the ventilator was returned to service. Evaluation of received device logs confirmed a single occurrence of the reported technical error codes on the date of event. These technical error codes indicated disabled valves and stopped ventilation due to a control pc board communication failure with the monitor pc board. If the underlying defect appears during ventilation, ventilation will stop and the technical errors will be notified to the user by a generated high priority alarm and the corresponding technical error code. If the failure appears during start-up, the corresponding technical error code will be generated and ventilation cannot be started. Our conclusion is that the reported issue can be confirmed from received device logs but its root cause cannot be determined since the exchanged part was not returned for further investigation.

Event description:
(B)(4).

Manufacturer narrative:
(B)(6) 2015 11:08 am (gmt-4:00) added by (B)(6) ((B)(4)): a maquet field service engineer (fse) inspected the ventilator on-site and could confirm the error messages in the log files. The control printed circuit board was replaced and the ventilator was successfully tested and returned to service. The replaced part has been requested back for investigation. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator generated two technical error codes while connected to a patient. One indicating disabled valves and the other communication failure between monitoring and breathing sub-system. There was no patient harm. (B)(4).